Event description:
The pt experienced shock and felt fine afterwards. Pt subsequently died. Device details acquired and printouts were sent to st. Jude medical for analysis. A lead/connection problem is suspected secondary to high impedance.